Manufacturer narrative:
Additional information h3-device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found optic torn/haptic torn and residue on lens. Correced data b5- statement "the lens was implanted,removed,replaced intraoperatively" in initial MDR is not applicable. The lens was implanted and removed intraoperatively on (B)(6) 2019 due to lens tore during injection. On (B)(6) 2019 a new same model length lens was implanted and the problem was resolved. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -10.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively. This resolved the problem. Cause of the event is reported as unknown.